Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A baxter service technician reported a colleague infusion pump with failure code 199:117:307:0000 which failed to audibly alarm during the pre-screen process. There are no reports of patient injury or medical intervention in association with this event. Baxter?s review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "fc 199:xx". (B)(4)

Manufacturer narrative:
The condition of failure to alarm was confirmed through evaluation due to the rear inverter harness being disconnected. The harness was reconnected to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)